Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer is receiving repeated calibration not accepted alarms. The customer's blood glucose level at the time was reported to be 330mg/dl. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.